Event description:
In 2006, a helex septal occluder was implanetd. There was no residual leak noted on the day of implant. The next day, echocardiography showed that the device had shifted in the defect. Two days later, an additional angiogram noted that the left atrial disc was still on the left side, but was moved from the previous position and noted to be barely hanging on to the aorta. The residual leak noted by echo was confirmed by tee (transesophageal echocardiography). A transcatheter procedure was performed to remove the helex device and an amplatzer device was implanted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.